Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator and lead were explanted within a month of implant due to staphylococcus aureus infection. There was no known trauma or manipulation. The patient's previous vns system had been explanted except for the lead electrodes due to infection (reported in MFR report # 1644487-2020-01290). The old lead electrode tested negative. The patient's new system was implanted some months later, and infection was detected in approximately 2 weeks. Therefore the generator was explanted on (B)(6) 2021 and the new lead and old electrode explanted (B)(6) 2021. It was believed that possibly the old electrode was infected and infection spread to new electrode and to generator. The manufacturer's device history records of the lead and generator were reviewed. Sterility of both products prior to release was verified. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device no further relevant information has been received to date.